Event description:
Pt underwent gastric bypass procedure (in 2002). Pt with gastric leak symptoms one week post-op. Upper gastro-intestinal studies gave no results. In second surgery (date unk) surgeon observed a 2cm cut on the new gastric pouch near to the implanted bovine strip.